Event description:
It was reported that 6 ll vlv adpt(stand alone) were clogged/blocked/occluded. The following information was provided by the initial reporter: gynaecology found not to walk liquid, 5 products defective products are discarded and cannot be returned.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/4/2021. H.6. Investigation: a 2000e china sample was not available for investigation, however one linyang ts.ad-1 and a boon b3 gravity set was received in sealed packaging to assist the investigation. A visual inspection identified that the products contained an extension set with a needle, these were removed and the gravity infusion sets subjected to functional testing with a smartsite from retained bd stock. Functional testing confirmed the customer's experience with flow observed to be restricted in each instance; a visual inspection of the male luer of the gravity sets identified that the tip had a sharp ring around the edge of both products. A review of the production records for lot 19087363 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance it was confirmed the connecting male luer components had a raised edge.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 ll vlv adpt(stand alone) were clogged/blocked/occluded. The following information was provided by the initial reporter: gynaecology found not to walk liquid, 5 products. Defective products are discarded and cannot be returned.